Event description:
The hospital reported that a patient was admitted to the hospital with abdominal pain. A diagnostic colonoscopy and esophagogastroduodenoscopy were performed on the same day, and biopsies were obtained. The user facility reported there were no complications during the procedures. Approximately 30 minutes following the completion of the procedure, the patient experienced abdominal pain and nausea. A CT (computer tomography) scan was performed on the patient and a large amount of free air in the abdominal area was found. The patient was transferred to another hospital for repair of bowel perforation. The patient was reported to be in good condition at this time. The hospital reported to have inspected the subject device following the procedures and did not observe any irregularities. The hospital stated that the patient's pre-existing conditions most likely contributed to the reported event.

Manufacturer narrative:
The subject device referenced in this report was returned to olympus for investigation. There were no sharp edges noted on the insertion tube, but there were minor nicks and dents noted on the distal end cover due to physical damage. Additionally, the bending section rubber was found discolored and cracking due to chemical damage. The investigation did not identify any findings which would likely have caused or contributed to the reported event. This report is being submitted as a medical device report in an abundance of caution.